Event description:
Doctor asked for short 3f fogarty balloon. It was given to sterile scrub and was inspected by doctor and intact. After use it was apparent that the balloon end of the catheter was no longer attached and was unable to be located on the sterile field. Fogarty was passed proximal in the superior mesenteric artery. Of note, on the last proximal pass of the fogarty the balloon appears to have broken and could not be found